Manufacturer narrative:
Concomitant medical products: : product ID: 3987a, lot# n339801, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3987a, lot# n339802, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3708240, serial# : (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the implant became infected and the system was removed in (B)(6) 2016. There were no components left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.